Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention experienced an unsuccessful implant with the first impella cp device for mechanical circulatory support. The impella cp pump was inserted and tracked as far as the abdominal aorta before stopping and could not be advanced any further. There were no indications of what was causing the issue on fluoroscopy, and the impella cp pump had exited the sheath. The decision was made to remove this impella cp pump and change out impella 14fr x 13 sheath for the impella 14fr x 25 sheath. Thereafter, the physician attempted implant again with a new impella cp pump, which was successfully placed. The patient was noted to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition since the insertion was aborted due to patient anatomy.